Manufacturer narrative:
Batch review performed on 01 april 2019: lot 1851789: (B)(4) items manufactured and released on 24-aug-2018. No anomalies found related to the problem. To date, no similar event has been reported on this lot. Visual inspection performed by r&d (B)(4): during the analysis it was noticed that the geometry of the right fork where the tooth is missing had a deformation. It is possible that the root cause is related to a bad usage of the instrument, different from its intended use.

Event description:
After taking out the blade from the scar it was noticed that one tooth was broken. The broken part was found and removed from the patient's body. The surgery was completed successfully.